Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. There was no button response and button error alarm due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 418mg/dl. The customer treated with insulin pen. The mother states the alarm was unable to be cleared. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.